Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen. The field service engineer (fse) accessed the unit remotely through remote support service and confirmed that the device was functioning normally during remote verification. Tss performed remote troubleshooting after fse visit and confirmed the pyxis had been previously rebooted, allowing successful login; however, due to repeated blue screen occurrences, the application was reinstalled and file path reconfigured. The tss verified with user that the system is currently functioning without issues, confirming resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a blue screen and froze on the biometric identifier screen when the nurse attempted to log in. However, there were no delay or adverse events or injuries reported based on this event.